Event description:
It was reported that there were abnormal impedances. It was noted that there was no therapy issues, shocking or jolting. It was noted the patient had ¿high¿ and ¿low¿ therapy impedance readings during other visits to the health care professional. The reporter noted that they tried to run impedances again with the patient¿s head turned, but it did not resolve the high values. The following were values on the right lead with the c setting: c,8 769 ohms; c,9 >40000 ohms; c,10 >40000 ; c,11 >40000; 8,9 >40000; 8,10 >40000; 8,11 >40000; 9,10 >40000; 9,11 >40000; 10,11 >40000. It was noted the following was the programming on the right lead: 3.3v, 60pw, 75hz, 10-, 11+. It was further reported that the cause of the event was unknown. It was noted that there was an x-ray on (B)(6) 2013 and the ¿proximal leads appeared intact.¿ it was noted that it was unknown if there was an issue with the lead and programming was not indicated. The reporter noted that there were no signs and symptoms associated with the event and the patient did not require hospitalization. It was noted the patient outcome was ¿no injury.¿

Manufacturer narrative:
Product ID: 3387s-40, lot# v314995, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v260017, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v314995, implanted: (B)(6) 2009, product type: lead. (B)(4).